Event description:
It was reported that the guide wire crossed the lesion and passed into a side branch at the acute margin. This was an occluded artery so visualization was not possible. As the guide wire was being withdrawn, it apparently caught in the vessel and would not respond. Reportedly, there was no patient injury. This MDR is being filed based on the investigative results.